Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right ventricular (rv) lead undersensing on a ventricular fibrillation (vf) episodes. It was also noted that the ra lead had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.